Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility provided occasional feedback as capsulorhexis is incomplete and the capsular rupture occurs during phacoemulsification. Intraocular lens has moved out of the capsule and the patient's vision was decreased. A second operation was needed to reinstall the lens into the capsule.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the complaint reported event found. However, the system was last serviced, prior to the reported event, per service record (sr). With no additional, related information provided, the reported event was not able to be confirmed. The system found to meet all cosmetic and performance standards at that time. The reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).